Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the staple reload fired however one staple remained embedded in the cartridge and tissue was caught under it. The surgeon was able to free the tissue. There was no patient injury.